Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2019, information was received from a patient receiving heparin (1,250 units/ml, 1,250 units/day) and decadron (dose "20", concentration "20"). It reported the patient missed a refill and heard the pump alarm on wednesday (B)(6)2019. It was stated the "caller is a hai patient and been receiving fudr intermittently". The patient was due for a refill. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown drug via an implantable pump. The indication for use was cancer chemotherapy. It was reported the patient missed their refill by a week and the hcp aspirated prior to checking the pump and was able to get some drug in the tubing. It was noted that the patient's pump was empty. Caller stated that the hcp refilled the patient. Tech support helped caller program the pump with the 8840. Caller confirmed that issue was resolved and they would later remove the drug from the cap. Caller stated they needed to get back to the patient and did not have time to get drug information. It was noted the therapy was not intentionally discontinued. The patient was due for a pump refill. The event date was noted as (B)(6) 2019. No symptoms were reported. On (B)(6) 2019 (hcp): additional information received from a healthcare provider reported the patient's non-compliance to schedule led to the emptying. The pump was refilled with zero resistance. The patient tolerated the refill with zero issues. The patient's weight was (B)(4) kg.